Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Patient was reported to be approximately in his late teens or early 20s at the time of the event. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a titanium (ti) zygomatic footplate broke during an external midface distractor case on (B)(6) 2016. Patient's midface is sunken and underwent an elective corrective surgery. The plate broke when contouring it with combination bending pliers at the back table. Another plate was used to successfully complete the surgery. A one minute surgical delay was noted. Patient status/outcome was reported as stable. The plate was discarded. Concomitant device reported: combination bending pliers for 1.0mm/2.0mm plates (part# 347.964, lot # unknown, quantity 1). This is report number 1 of 1 for complaint (B)(4).